Event description:
It was reported that the bd ultra-fine¿ insulin syringe scale marking was illegible. The following information was provided by the initial reporter, translated from japanese: this is a report about a defective scale marking. According to the customer's verbatim report, the scale marking was melted and thus illegible.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: unable to perform complaint lot history check for scale marking defective due to unknown lot number. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe scale marking was illegible. The following information was provided by the initial reporter, translated from japanese: "this is a report about a defective scale marking. According to the customer's verbatim report, the scale marking was melted and thus illegible."